Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The download data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each sequence. The download data showed timeouts in tandem with a failure of the rotational sensor to transition as expected, indicating that a drive stall occurred during priming. This drive stall prevented the firing flat of the ratchet gear from lining up with the release bar to deploy the needle mechanism by the end of second prime. Rerun was unable to replicate the drive stall. Inspection of the pod found no damages or manufacturing deficiencies that would contribute to a drive stall. The exact cause of the drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide had not moved forward. The pod was not worn.